Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. Concomitant medical products: product ID: 9735225r, lot/serial #: unknown. Report source) foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that the system was getting a no video signal from the stealth station after the system became unresponsive. The system was rebooted a couple of times and then powered down and unplugged from the wall. The site had also tried to reseed the monitor cable with no luck. Navigation was aborted for the case causing less than a 15 minute delay in the case. No impact on patient outcome.

Manufacturer narrative:
H3) a medtronic representative went to the site to test the equipment. Testing revealed that no signal message upon boot-up. The computer was replaced and the software the re-installed. The system then passed the system checkout and was found to be fully functional. Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9734477, serial #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the hard drive was fond to have one bad sector and disk had six uncorrectable sectors. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Continuation of concomitant medical products pn: 9735225r, ln/sn: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the site conducted a hard drive disk health check. The check found that less than 1% of the hard drive was corrupt. Additionally, following the check the navigation system booted up as intended. Additional information was received indicating the issue occurred during a cranial tumor resection utilizing optical navigation. Additionally, it was reported that the no signal message was "floating" on the screen while the fan of the computer cycled.